Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). The device history report (DHR) review is not applicable or relevant because the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. Pump is over 8 years old. A product sample was received for evaluation. Visual and functional testing were performed. The tamper seals were removed/broken. No damage on top case. Bottom case was cracked by l-bracket screws. Plunger head was cracked by screws. There was a plunger not in place alarm in history. Customer stated problem could not be verified after multiple flow and occlusion tests with different syringes. The root cause of the reported issue could not be determined. Replaced left plunger case as a preventative measure.

Event description:
It was reported that syringe plunger issue occurred. No patient injury was reported.